Event description:
Pt underwent ltvh/bso. Used 4 everest bipolar insts. Would not carry the current-cords changed both from inst to pt and the short cord from the machine to the everest aem box. Inst got stuck in the operating scope channel and when assist. Tried to move it back up into channel, the blade cut his finger. The kleppinger box was changed. The channel of the scope shaved off the ring at the end of the inst. So, we had to change it again. We changed from the operative stryker scope to the storz operative scope and opened another inst and cord - it is now working. The inst is now sliding back and fourth thru the channel as it should. Between #3&4 dr. Almost opened the case because of frustration.